Event description:
It was reported that on more than one occasion during an interventional procedure in a heavily calcified coronary artery lesion, the stent did not stay fully expanded after deployment, had poor apposition, and there was vessel recoil. A post-dilatation balloon was fully inflated but after balloon removal, the stent still did not stay fully open. Therefore, a second stent was implanted inside and overlapping the first stent. After the second stent was implanted slight recoil remained but the vessel lumen was adequate and no further treatment was done. There was no adverse patient sequela. The physician expressed a concern for future research and development of a stent design with stronger radial strength for use in heavily calcified lesions. Though requested no additional information was provided.

Manufacturer narrative:
Follow up # 2/supplemental report text- 11/19/2010: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. Retain strips were tested and passed testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was prompting an "error 2" message. Per the onetouch select owner¿s booklet, this error message could be caused by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that the alleged error message began to appear (B)(6), 2010 at approximately 11:00pm. The patient stated she attempted to test her blood glucose when she developed symptoms of vomiting and diarrhea. The patient informed the mss that she tests her blood glucose 2x/day and manages her diabetes by taking a set dose of 70/30 insulin in the morning and evening (after meals). The patient reported that as a result of the alleged issue, she skipped her usual dose of insulin on the morning of (B)(6), 2010. On the afternoon of (B)(6), 2010, as a result of still not feeling well (vomiting and diarrhea), the patient claimed she went to the emergency room. Upon arrived to the hospital, the patient reported that her blood glucose was "350 mg/dl" when tested with the ER/hospital meter. The patient reported that she was treated with 10 units of insulin (type unknown), administered IV fluids and given antibiotics. The patient informed the mss that the symptoms were as a result of a virus. At the time of troubleshooting, the cca discovered that the patient was using the incorrect testing technique. The cca also noted subject meter did not prompt the error message when manually powered on; however, the alleged error message remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k072543. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported by the clinician that they were using the w20979 as a substitute product for w21372 which is currently unavailable. As long as they've been using the w20979, they have experienced difficulty with the stopcock leaking. These are used in various parts of the hosp. In the neonatal intensive care unit (nicu), they are infusing lipids, in nuclear medicine and surgical intensive care unit (sicu), they are infusing IV meds and these are just a few places they are being used at the facility. There have been no pt complications reported.